Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on their insulin pump. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but the device did not resolve the issue. The insulin pump will be replaced and returned.

Manufacturer narrative:
No unexpected blank display anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The device passed displacement test, sleep current measurement, active current measurement and selftest.